Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The field service engineer was dispatched to customer site and confirmed the reported condition. The fse replaced the power switch overly, power management (pm) printed circuit board assembly (pcba), user interface (ui) pcba and power supply were replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator turns itself on. There was no patient involvement.